Manufacturer narrative:
Pr 13835259 follow up for correction. Following the submission of the initial MDR, the material number was updated to fp-02. Device(s) manufactured in a facility that does not manufacture devices for the us market. This device is sold outside of the us and is not similar to bd devices registered or sold in the us. The identified material #(s) fp-02, bd neonate filter 0,2 micron (24 hours) is exempt per gfm-50104a. This MDR will be voided.

Event description:
Material number updated to fp-02.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd standalone filter 0.2 micron had flow issues. The following information was provided by the initial reporter: multiple issues with high pressure alarms when using filter, at times filter has to be replaced to complete infusion as alarm will not allow treatment to continue.